Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a small bowel resection, on the small bowel it was noted that some staples looked partially deployed before the instrument fired. After firing, the knife looked exposed after the case. The staple lines looked normal. No additional steps were required to complete the case. There was no patient injury.